Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that reported error 4850 at system startup. The customer had replaced endoscope, but the issue persisted. The tse had the customer perform a hard power cycle, after which the system booted without errors. The tse then had the customer connect the endoscope, and the endoscope failed to initialize with an error; the tse had the customer test with another camera, but the issue persisted. The tse next had the customer inspect the camera port on the endoscope controller (ec) for debris, and the customer found and removed an alcohol swab lodged in the port; after reinserting the camera, the customer reported the camera indicator turned blue and elected to proceed with system setup. The tse later reviewed event logs and observed another error, recontacted the customer, and the customer confirmed the camera errors had returned; the tse indicated the issue was likely related to the camera box. The customer used another vision side cart (vsc) to continue with the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscope system controller (esc) to resolve the issue. The system was tested and verified as ready for use.